Manufacturer narrative:
According to the facility on 12/5/23 "while setting up supplies for case long black hair was found under towels on top of drape inside sterile pack". Per the facility "patient was awakened and taken to recovery room while instruments were re-processed, then brought back to the operating room for case". Per the facility the patient required additional anesthesia as they required a reversal and re-induction. No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 12/5/23 "while setting up supplies for case long black hair was found under towels on top of drape inside sterile pack".